Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil had be programmed off about five months earlier due to high impedance greater than 200 ohms. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing due to non-physiologic signals/ short interval counts (sic). Analysis indicated a right ventricular (rv) lead integrity alert on 2014 (B)(6) for sic of more than 30 in three days and two or more high rate non-sustained episodes. Analysis indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Beginning 2014 (B)(6), svc coil impedance measured 254 ohms and remains high. Beginning 2015 (B)(6), sic measured 91; non-sustained episodes with evidence of lead noise oversensing were observed. (B)(4).

Event description:
It was later reported that high svc impedance continued in addition to oversensing and noise. It was not determined if the oversensing was caused by the patient¿s left ventricular assist device. It was decided to plug the pace/sense portion of the lead into the left ventricular port of the patient¿s crt-d.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2011; 419688, lead, implanted: (B)(6) 2011. (B)(4).